Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. The instrument was found to have damage of the conductor wire¿s insulation. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is commonly attributed to mishandling/misuse.

Event description:
It was reported that during central processing, the maryland bipolar forceps had frayed cables. There was no patient involvement.